Event description:
It was reported that this patient received an inappropriate shock while brushing their teeth. The electrode was repositioned as a result. No further issues were seen. The electrode remains implanted and device data was uploaded for review. No adverse patient effects were reported.